Event description:
Pt complained that the black lead burned her.

Manufacturer narrative:
Device was not returned to MFR for investigation. Preliminary test results are pending as of 04/23/2010. Associated accessory device: act monitor; model# com001; (B)(4).